Manufacturer narrative:
The customer reported the device was repaired by replacing the pcba blower motor controller. Device is now functioning per specifications.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported a vent inop condition; air valve liftoff failure. No patient involvement reported.